Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menometrorrhagia ("abnormal heavy menstrual bleeding"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), infection ("infection"), ovarian cyst ("ovarian cysts"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with removal of the essure). Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the pelvic pain, pelvic inflammatory disease, menometrorrhagia, dyspareunia, vaginal discharge, infection, ovarian cyst, anxiety and depression had not resolved. The reporter considered anxiety, depression, dyspareunia, infection, menometrorrhagia, ovarian cyst, pelvic inflammatory disease, pelvic pain and vaginal discharge to be related to essure (ess205). Diagnostic results: had a hsg but no result was provided. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /pain'), pelvic inflammatory disease ('pelvic inflammatory disease') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included eye operation in 2006. *had a hsg but no result was provided. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal heavy menstrual bleeding /abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), bacterial infection ("infection /infection (bladder/ urinary tract/vaginal) type: yeast and bacterial infections"), ovarian cyst ("ovarian cysts"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast and bacterial infections"), allergy to metals ("nickel allergy") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with removal of the essure). Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the pelvic pain, pelvic inflammatory disease, menorrhagia, dyspareunia, vaginal discharge, bacterial infection, ovarian cyst, anxiety and depression had not resolved and the genital haemorrhage, vaginal haemorrhage, vulvovaginal mycotic infection, allergy to metals and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bacterial infection, depression, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: discrapancy noted as per pfs previously noted date of insertion was ??-(B)(6) 2007, now in current pfs((B)(6) 2019), date of insertion was:(B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion on. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs received. Reporter's information was added. Patient's demographics was added. Added event abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (general), yeast infection, nickel allergy, abdominal pain. Infection nos updated to bacterial infections. Lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.